Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself broke at 229mm distal of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The event description states that the device could not be loaded on the wire however a 0.014" guidewire was inserted through the port entry site and passed through the tip with no issues or restriction. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric target lesion was located in the non-tortuous left circumflex (lcx) artery. After pre-dilatation was performed several times, a 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during passage of the device through the left main artery into the lcx, the device failed to cross the lesion and the shaft broke at a location more than 15cm from the hub. The device was simply removed as a whole and the procedure was completed with a 2.25x30 non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric target lesion was located in the non-tortuous left circumflex (lcx) artery. After pre-dilatation was performed several times, a 38 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during passage of the device through the left main artery into the lcx, the device failed to cross the lesion and the shaft broke at a location more than 15cm from the hub. The device was simply removed as a whole and the procedure was completed with a 2.25x30 non-bsc stent. No patient complications were reported and the patient's status was stable.